Event description:
It was reported that "all of output display ports cannot generate images to the monitor. There is a loud noise from the fan and the signal power light is available". No information about patient injury and no negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the most probable root cause is a component failure (fpga defect). Because the cause cannot be determined in video repair team, a product improvement project is started at karl storz us. With this project, the root cause of the component defect should be investigated and solved. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).